Manufacturer narrative:
This product is a duplicate of MFR# 1818910-2008-03068.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: high cobalt and chromium metal levels, pain in hip, hyperflexion and rotation of the hip, fluid collection and pseudotumor around the hip joint and low testosterone levels.